Event description:
Healthcare professional reported capsular contracture, baker grades unknown, rupture, "breast acquired absences", history of left breast cancer. This is for the left side. Device status unknown.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, capsular contracture baker grade unknown.